Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead impedance was low and the impedance warning was triggered. It was noted that the patient underwent nose surgery with cautery that day. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.